Event description:
The customer reported that there was a clear fluid leak of approximately 10ml from the coulter lh 780 hematology analyzer. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) indicated replaced loose and disconnected black I beam tubing at pinch valve vl61 for backwash quick drain valve. (B)(4).